Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Upon visual inspection of one video, the following was observed: the video shows a device with a blue reload loaded and tissue placed between the jaws. At the 3:00 mark, the jaws are closed. At the 3:17 mark, the device was fired. At the 3:22 mark, the jaws are opened and removed from the tissue. Slight bleeding could be observed on the proximal end of the tissue and this area is cauterized. At the 6:31 mark, an anvil is introduced. At the 7:43 mark, the anvil is introduced inside the tissue. At the 7:56 mark, the ancillary trocar passes through the tissue. At the 8:13 mark, a device with a blue reload loaded was introduced. At the 8:19 mark, the tissue is placed between the jaws. At the 8:31 mark, the jaws are closed. At the 8:49 mark, the jaws are opened and bleeding along the staple line was observed. A malformed staple was noted at the 9:01 mark. At the 10:02 mark, a device with a blue reload loaded is introduced and tissue is placed between the jaws. At the 10:18 mark, the jaws are closed and at the 10:38 mark, the device is fired. At the 11:00 mark, a staple in the staple line appears to be not properly formed and protruding from the tissue. At the 11:26 mark, a device with a blue reload loaded is introduced. At the 11:41 mark, the device is placed on the tissue. At the 12:03 mark, the device is fired. At the 12:09 mark, the device is removed and slight bleeding was observed on the staple line. Based on the video reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the physician experienced malformed staples using the plee60a and gst60b. The case was completed with no patient consequences.